Event description:
Customer reports 13 false positive results for 12 individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This MDR is to document #2 of 13 false positive results. See (B)(4) for the additional false positive results. Customer provided a list of results and confirmatory testing. Upon review of customer data, dates were updated per cartridge sn test information. On (B)(6) 2022, individual 2 received a positive result using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22093m, reader sn (B)(4)). Individual 2 performed two more cue covid-19 tests for home and over the counter (otc) use on (B)(6) 2022 and received 2 negative results. Additionally, individual 2 tested negative using a covid-19 molecular nucleic acid amplification pcr and rapid antigen test on (B)(6) 2022. The test brands and results were not provided. No symptoms reported.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.